Event description:
Info received indicated the head section would not raise.

Manufacturer narrative:
Upon investigation, the account stated that they were able to get the head section to raise and said that no repair was needed.